Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing was observed on stored egm. Recommended programming changes will be made during patient's next in-clinic visit. Patient was doing fine.